Event description:
A peritoneal dialysis pt contacted fresenius technical support regarding not draining and no alarm. The pt was in drain 1 of 5 and had only drained 3 mls. Technical support assisted the pt in checking for kinks or coils in the drain line. Drain line appears to be ok. Technical support asked pt to verify that pin does not appear to be pushed in. The pt stated in looks ok. The pt stated he is uncomfortable and needs to drain. Technical support assisted pt with rebooting cycler and resuming drain screen but pt could not drain. Technical support assisted pt to select stat drain but patient still could not drain. Technical support advised pt to contact his on call nurse but he said he did not have one. Pt stated he had started manual drain but could not drain. Technical support advised pt to call 911 and call his clinic at his earliest convenience. During a follow up call to the pts clinic it was learned the pt had been hospitalized for peritonitis and his pd catheter was blocked by fibrin and was replaced.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned for evaluation. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints of the reported symptoms for this device. A review was performed by the post market clinical department. Per the pharmacovigilance physician, peritonitis is a known complication of peritoneal dialysis, caused by a break in sterile field or aseptic technique. There is no history of device malfunction which could have caused or contributed to the event of peritonitis.